Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb). Visual inspection revealed no anomalies. Bench analysis found that all low battery tests met specifications. Functional testing passed. Conclusion: could not confirm the intermittent failure seen during service and repair of the device.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the generator failed its incoming vxi testing and it was determined that the main printed circuit board was out of specification. It was further determined that the upper case, ring cover, battery drawer o-ring and high rate key panel were contaminated and that the lower case was broken and contaminated. The device was to be scrapped in-house. (B)(4).